Manufacturer narrative:
Follow-up received on 07-set-2016. Quality-safety evaluation of ptc: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-sep-2016 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 210 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed and, on unknown date, experienced lower back pain. Essure was removed almost 5 years after placement. Outcome was not reported. Lower back pain is listed in the reference safety information for essure. Abdominal, pelvic, back and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required for essure removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No further information can be obtained.

Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 01-apr-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2011, essure (fallopian tube occlusion insert) was placed. The consumer's concurrent condition included allergy to penicillin. On (B)(6) 2011 the consumer experienced painful placement, complication during insertion, and insertion left was difficult. In unspecified dates she experienced lower back pain, constipation, kidney disorder, urinary tract disorder, pain during ovulation, pain in leg, arthralgia, muscle cramps, nausea, tiredness, mood swings, memory loss, concentration problems, brain fog, and feeling the implant. Time till start of complaints was 24 months. Blood test performed (no result provided). Essure was removed on (B)(6) 2016. Company causality comment: this spontaneous case report received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) placed and, on unknown date, experienced lower back pain. Essure was removed almost 5 years after placement. Outcome was not reported. Lower back pain is listed in the reference safety information for essure. Abdominal, pelvic, back and uncharacterized pain may occur during essure use. Despite the lack of information for a comprehensive causality assessment, considering its nature per se and the absence of alternative explanation, causal relationship between the reported event and essure use cannot be excluded. Since an intervention was required for essure removal, this case is regarded as incident. Other non-serious events were reported. Technical analysis is being sought. No further information can be obtained.